Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Reference mw5082175. Consumer reported that a tampon fell apart leaving a piece inside. Consumer experience abdominal pain with odor and removed the piece. Consumer later sought medical for pelvic pain and was diagnosed with uterine infection with scarring and blockage of fallopian tubes which required surgery.